Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device balloon was separated from the tube, the fluid in the balloon made it harden, tube became occluded and had to be removed. It was reported that the patient had difficulty of breathing and needed to be re-intubated. The patient was intubated with one tube for several days.